Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system lead exhibited noise oversensing in the ventricular channel, which resulted in the inappropriate delivery of anti-tachycardia pacing (atp). Technical services (ts) reviewed the episode and indicated the noise appeared non physiological and was accentuated during atp. Ts noted that a potential cause could be subclavian crush and recommended performing isometrics and in office testing. Programming options were limited; therefore, a right ventricular (rv) lead revision may be required as indicated by ts. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.